Event description:
An ophthalmic surgeon reported that a system message (sm) displayed during the prime test. They reinserted the cassette, and priming was completed. The surgeon advised that there was air in the infusion cannula that he removed prior to surgery. Another sm occurred when the procedure started. The surgeon again removed the air from infusion cannula before setting infusion needle. Bubbles occurred in the surgical field and were reported to have bothered the surgeon's visibility. The surgeon was able to remove the bubbles with the vitrectomy probe and the procedure was completed with no patient harm.

Manufacturer narrative:
A sample has been received, but has not yet evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).